Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they were experiencing high blood glucose level 449 mg/dl. Customer was using insulin pump within 48 hours of reported event. Customer performed all possible troubleshooting for high blood glucose level. Device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test and self test. Device received with pillowing keypad overlay and minor scratches on case (B)(4).